Event description:
It was reported that 5 bd safetyglide¿ needle was clogged. This is 2 of 4 related events. The following information was provided by the initial reporter: has happened about 5 times. One case a child had to be injected twice upsetting child. Needle seems to be blocked, it wont inject. Happened about 5 times. Would like a replacement. Cs provided additional information on 4/13; the incident happened on several occasions over a couple week period. One incident was on (B)(6) 23. The nurse had actually inserted the needle in the child¿s leg and it would not inject. Had to pull it back out change needled and poke the child a second time. No actual injury but an unpleasant experience for all involved. I do not know what lot number that was. After that the nurses have been checking before injecting and they have had at least 5 times that the needle was not clear and the fluid would not go through. We did not document lot numbers until the last time which was (B)(6) 23 when I called and filed the complaint. The lot number that was the issue was 2362166. We have removed all of these from the shelves. I have the last one that was blocked available and it was not contaminated. The other lot number that we have on hand and may or may not have been an issue is 2322122. We are still using these and in the last few days there have been no further issues.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that 5 bd safetyglide¿ needle was clogged. This is 2 of 4 related events. The following information was provided by the initial reporter: has happened about 5 times. One case a child had to be injected twice upsetting child. Needle seems to be blocked, it wont inject. Happened about 5 times. Would like a replacement. Cs provided additional information on 4/13; the incident happened on several occasions over a couple week period. One incident was on (B)(6) 2023. The nurse had actually inserted the needle in the child¿s leg and it would not inject. Had to pull it back out change needled and poke the child a second time. No actual injury but an unpleasant experience for all involved. I do not know what lot number that was. After that the nurses have been checking before injecting and they have had at least 5 times that the needle was not clear and the fluid would not go through. We did not document lot numbers until the last time which was (B)(6) 2023 when I called and filed the complaint. The lot number that was the issue was 2362166. We have removed all of these from the shelves. I have the last one that was blocked available and it was not contaminated. The other lot number that we have on hand and may or may not have been an issue is 2322122. We are still using these and in the last few days there have been no further issues.